Event description:
It was reported by the customer that on (B)(6) 2010, the fiber tip broke at 38,040 joules. No patient injury was reported. The failure analysis report is pending from an american medical systems quality engineer.